Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/24/2015.

Event description:
Procedure: hernia. According to the reporter: the plastic bristles of the trocar were broke when we were fastening the trocar in the patient. There was patient involvement. Additional information requested from the account but not yet received.